Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? ¿ was the resuturing performed under the same procedure? ¿ did the needle break? If yes. - was the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - what measures were taken to retrieve the broken piece? - was there any additional tissue damage as a result of searching for the needle piece? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic total uterine surgery on (B)(6) 2026 and barbed suture was used. During the procedure, during the surgery, the doctor sutured the patient. When the suture passed through the puncture device, the problem of pulling off suture needle happened and could not be used. Causing the patient to undergo secondary suturing, immediately retrieve the broken needle residue and complete packaging label, count the inventory, conduct physical quality inspection on the same batch of products, and report to the head nurse. No adverse patient consequences were reported. Additional information was requested.